Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsx41b10, (tsx implant, 4.1mmd, 10mml) for evaluation. Visual evaluation / functional test was performed, the reported device was not returned for evaluation. The customer returned a tsx41b10 lot 1272951 instead. The implants collar wasn¿t fractured. A fractured screw was not identified. The implant did have a damaged drive feature. DHR review was completed for the subject lot number 1272951. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1272951 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque or speed applied during placement/seating exceeded the recommended value therefore, based on the available information, a device malfunction did occur. There implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor confirmed by phone inspection's results: the returned implant is a tsx41b10 with damaged drive feature.

Manufacturer narrative:
Zimvie complaint number (B)(4).